Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced yellow discharge from the stoma site. In (B)(6) 2022, the patient went to the emergency room for stoma site evaluation, and was prescribed bactroban cream and unknown oral antibiotics. On an unknown date, the patient went to map to have a culture performed of the peristomal area. The patient was prescribed amoxicillin 500 mgs every 8 hours for 1 week. It was reported that the patient's stoma site infection is healing.